Event description:
The patient originally underwent total knee arthroplasty in 1993. On (B)(6) 1996, she had a bearing (unknown at this time if it was a biomet product) replaced due to anterior impingement. Another revision was performed (B)(6) 2012 due to sudden onset of a painful knee with clicking. X-rays were taken. The patient had moderate effusion, but otherwise had good range of motion. Her components appeared to be in good position without significant radiolucencies, and she had not had pain prior to the sudden onset. The surgeon diagnosed a fractured bearing, which is what was replaced at this time.

Manufacturer narrative:
Additional information was received on (B)(4), 2012 including the item and lot number of the complaint. Sections have been updated to reflect this. Review of manufacturing history and complaint history shows that lot released with no anomaly and with no other reported issues.

Manufacturer narrative:
The user facility was notified of the event on (B)(4) 2012. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. Due to limited information received, current information is insufficient to permit a conclusion as to the cause of the event.